Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone leakage "into the tissues".

Event description:
Healthcare professional reported right side rupture with "with leakage of the prosthetic material into the tissues", pain, "intermittent disabling chest (pain)," and hardening. Treatment included analgesics and anti inflammatory. The device remains implanted.